Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-08570. It was reported that a rotawire detachment occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified middle of left anterior descending (lad) artery. During platforming, when the rotational speed of the burr was adjusted to 180,000rpm, it was noted that the rotawire was separated near the tip of the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. The drive shaft, coil and sheath were inspected and there was no damage noted. An attempt was made to load a test guide wire though the device but it would not load through the burr of the catheter as the annulus was blocked. The burr was soaked in hot water. Following this a test guide wire was attempted to be loaded on the burr. This attempt was unsuccessful. The burr was microscopically examined and the annulus of the burr was found to be misshapen and damaged. The proximal burr was damaged. There must be no scratches that expose brass on the plated back half of the burr when viewed under a microscope. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-08570. It was reported that a rotawire detachment occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified middle of left anterior descending (lad) artery. During platforming, when the rotational speed of the burr was adjusted to 180,000rpm, it was noted that the rotawire was separated near the tip of the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.